Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed; analysis revealed a flex fracture within 5 centimeters of the distal conductor. Concomitant products : 5076-52 lead, implanted (B)(6) 2008; 6947-65 lead, implanted (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient experienced phrenic nerve stimulation (pns) due to the left ventricular lead. The lead was explanted. No further patient complications have been reported as a result of this event.